Manufacturer narrative:
E1 - customer primary email: (B)(6). An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that one of the two jaws of the 350mm mouiel bipolar forceps (cev134) broke during surgery. The broken part of the jaw fell into the patient and was removed by the medical team with another forceps. There was no missing parts, no patient injury occurred and the event did not lead to an increase in surgery time.

Manufacturer narrative:
The 350mm mouiel bipolar forceps (cev134) were returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the bipolar forceps verified the complaint reported by the customer as valid. One of the wires of the electrode was broken at the end of the tube. The coating on the distal part of the second wire was damaged. Root cause analysis: considering that no material or manufacturing defect was found, the most probable cause of the breakage was due to wear and repeated wire torsion or excessive effort during use or reprocessing. It was determined that the damage on the coating was due to the repetitive reprocessing of the device and an improper cleaning as the use of scouring pads on the coating. The instructions for use (IFU) mentions that: "inspect components for any damage. If damage is observed, do not use the instrument until it is repaired." And "do not use abrasive cleaning products such as hard brushes, etc."